Manufacturer narrative:
Event updated: the size of the aneurysm was 120mm rather than the reported 12mm. Film evaluation summary: the exact cause of the reported stent graft migration and stent graft limb protrusion into the intestine, leading to the reported infection, could not be determined from the limited films returned. Complete images prior to implant and post-implant were not provided, and films during implant were also not available for review; therefore, a complete assessment of the reported events could not be performed. Three (3) short (7 ¿ 12 second length) videos showing coronal CT slices of the patient¿s abdominal abdomen were returned. No scale was seen on the videos; therefore, no stent graft or vessel measurements could be performed. A pre-implant video revealed that the patient had a tortuous proximal neck and aaa, and the common iliac arteries were also tortuous; especially at the origin of the left common iliac which was acutely angulated laterally. The amount of any a-p angulation of the proximal neck and iliac arteries could not be determined since no sagittal films were returned for review. A post-implant video from an unknown date revealed that an endurant stent graft system had been implanted into the patient. The bifurcate was positioned within the angulated neck, and at the bottom of the neck the bifurcate and iliac limbs were acutely angulated ~90 deg laterally-right. The limbs crossed over each other prior to entering the common iliac arteries. Both iliac limbs appeared well engaged into their iliac arteries; however, the left (flared) iliac limb was acutely angulated at the lcia take-off. The returned video from 7-months post-implant revealed that implanted stent grafts were in a severely angulated orientation. The aaa border was not clearly defined, and both iliac limbs had moved superiorly within the proximal and uplifted portion of the abdominal aorta to near the same level of the renal arteries, with a resulting limb angulation of ~120 deg lateral-right. At the apex of this proximal migration of the limbs within the angulated and proximal portion of the aaa, both limbs appeared kinked, with a potential for component detachment and/or vessel perforation. The limbs were then seen directed ~180 deg distally coursing down into the abdominal aorta and iliac arteries, and both iliac limbs appeared to be positioned within their respective iliac arteries. However, within the distal aorta the flared left iliac limb extension appeared to have potentially detached from the left limb. Contrast from an unknown source was seen outside the stent grafts in various locations, potentially from a limb detachment, perforation, or an inadequate distal seal. Three (3) still photographs from on (B)(6) 2019 procedure were returned. The images showed a section of an endurant stent graft, possibly recorded by the gastrointestinal scope where it was reported that a section of the stent graft was found protruding into the intestine. A short (~ 1 or 2 stent length) section of a single stent graft was seen in all three images. The precise location of the observed stent could not be determined from the images provided. While it is possible that a portion of this stent graft was protruding into the patient¿s intestine, from the limited images returned this condition could not be confirmed (or ruled out) as having occurred. No obvious stent graft anomalies were observed. From the limited returned films/photos and clinical information provided, it appears most likely that aneurysm morphology changes, possibly from the aneurysm shrinking quickly, resulted in the stent graft components becoming severely angulated. These severe changes in the stent grafts in-vivo configuration may then have resulted in the reported limb migration and stent graft perforation into the intestines. It is unclear if any stent graft integrity issues may have led to the perforation. The section of the protruding stent graft limb which was resected during open surgery was not available for return and analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 12mm abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain seven months post the index procedure. A CT carried out showed migration of the stent graft limb etlw1624c199ee. A gastrointestinal scope showed the stent graft limb was protruding into the intestine. The physician also suspects the patient has an infection. The affected area of the intestine was resected, and the protruding limb was also resected during open surgery. The remaining limb segment was sutured together and another limb implanted inside. The event was reported to be resolved. As per the physician, the cause of the event was due to the aneurysm shrinking in a relatively short time period resulting in the morphology changing causing the stent graft's angle and position to change towards the intestine. No additional clinical sequelae were reported and the patient is being monitored.